Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the proximal threads of helical blade/screw coupling screw were heavily stripped. A functional test to assess the reported assembly allegation was not conducted as the mating device was not returned for evaluation. However, based on the observed condition of the device, it is reasonable the reported event was due to the damage found. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed wear of helical blade/screw coupling screw would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Se_428219 rev I current and manufactured. Dimensional inspection: n/a. H4, h6 a manufacturing record evaluation was performed for the finished device. Product code: 03.037.026-us; lot no: 84p6414. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26/02/2021; manufacturing site: jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) 2023, during the setup stage prior to the procedure, the nurse encountered difficulty inserting the coupling screw into the screw inserter. It would begin to thread into the inserter, but would become increasingly difficult and eventually would not thread into the inserter anymore. After attempting multiple times, another tray was opened and the coupling screw was used out of there. The procedure was not delayed, nor was there any patient/doctor impact whatsoever, as this was all done prior to the case starting. After the case, the item in question was inspected in more detail. It was confirmed that it was in fact the coupling screw and not the screw inserter that was the problem, as the coupling screw would also not thread into the helical blade inserter from that tray. This was further confirmed by using a second coupling screw, which properly threaded into both the screw inserter and helical blade inserter from the original tray. Upon further examination, it seems the threads on the coupling screw are damaged. There was no patient involvement. Concomitant product details: helical blade inserter (part # 03.037.024, lot # unknown, qty - 1), screw inserter (part # 03.037.025, lot # unknown, qty - 1). This report is for one (1) helical blade/screw coupling screw this is report 1 of 1 for complaint (B)(4).